Event description:
The patient had a full replacement. The explanted devices were discarded per hospital policy.

Event description:
It was reported that the patient is experiencing voice alteration and the patient is on very low settings. The patient's mother does not want to turn the device off completely despite the high impedance. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient¿s vns device. Reportedly, the physician has reviewed x-rays of the patient and there appeared to be a lead discontinuity. Clinical notes were also received which clarified that the high impedance warning message was seen upon interrogation. Reportedly there is no known physical trauma or manipulation of the vns area. Additionally the patient had never underwent a previous lead replacement surgery. X-rays have not been received or reviewed by livanova to date. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.